Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that glue of the objective lens peeled off occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.